Event description:
The physician successfully reached the 62% stenosed lesion in the right internal carotid artery (ica) and inflated the balloon catheter to the nominal range of six atmospheres. However, the balloon was not fully expanded. Therefore, the balloon was further inflated to eight atmospheres for one minute. It was then noted that contrast medium extravasation at the distal end of the lesion. The stent was uneventfully placed at the target lesion to complete the procedure. During and post procedure, the patient did not have any symptoms due to the contrast medium extravasation. The patient current condition was reportedly stable. The physician believed that the calcification at the lesion caused the contrast extravasation.

Manufacturer narrative:
(B)(4): for anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The physician successfully reached the 62% stenosed lesion in the right internal carotid artery (ica) and inflated the balloon catheter to the nominal range of six atmospheres. However, the balloon was not fully expanded. Therefore, the balloon was further inflated to eight atmospheres for one minute. It was then noted that contrast medium extravasation at the distal end of the lesion. The stent was uneventfully placed at the target lesion to complete the procedure. During and post procedure, the patient did not have any symptoms due to the contrast medium extravasation. The patient current condition was reportedly stable. The physician believed that the calcification at the lesion caused the contrast extravasation.